Event description:
It was reported that a clearlink y-type blood/solution set had tubing separated when the blood bag was spiked. The customer reported that this occurred during transfusion. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.